Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no issues were observed. A functional evaluation revealed a short circuit detected error message. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a shorted component on the pcb or a defective port harness.

Event description:
It was reported that during knee arthroscopy, the controller was shorting out and it was hot to the touch. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.